Event description:
N/a

Manufacturer narrative:
An event of device migration with perivalvular leak (pvl) was reported. Also reported that the patient came back with complete heart block and received a pacemaker. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. It is possible that anatomical condition (highly calcified anatomy) and procedural difficulties may have contributed to the device migration. However, this cannot be confirmed. The heart block appears to be cascading effect of device migration. The surgical intervention is a result of pacemaker implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. The patient had highly calcified native valve with significant calcium bar extending into the left ventricular outflow tract (lvot) and the aortic valve angle was 49. The perimeter was 88.4mm with a slight flair of the lvot to 89.2mm and a 49-degree aortic root angle. During procedure, a pre-dilation was performed with a 26mm non-abbott balloon. The valve was recaptured twice with controlled pacing to achieve an appropriate depth for deployment, 4.5mm on non-coronary cusp (ncc) and 6-7mm on left coronary cusp (lcc) with no perivalvular leak (pvl) or conduction disturbance. First deployment was high 3mm on ncc and 1mm on lcc, second deployment was 5mm on ncc and 10mm on lcc. The deployment went well, post deployment simultaneous pressures showed no gradient and great diastolic separation. Echocardiogram (echo) showed zero pvl, gradient of 4mmhg and immediate improvement of left ventricle (lv) function. The procedure was finished with recaptured, removed delivery system, reinserted external sheath without incident and that took approximately 4-5min. The final angiogram prior to access closure showed significant migration of the valve ventricular, 10-11mm ncc and 13-14mm lcc with leak on lcc side. The patient remained stable. The echo showed mild leak and a gradient of 6-7mmhg. After a lot of deliberation and 30 min of waiting and consistently rechecking echo with no change, they decided to leave the valve with no further intervention. The patient remained stable with slightly more leak and gradient the same. On an unknown date, the patient came back with complete heart block (chb) and received a pacemaker on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.